Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage on the belt clip rail and battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and found that the functionality of the pump was affected due to the damage and found critical pump error 24 (this alarm is generated when a power failure is detected). No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit powers up properly after battery installation. Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. Proceeded with the following testing to assure proper functionality of the unit. Pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, high and low current measurement test. No unexpected critical pump error (open book) or pump error 24 alarm during testing. The adapt tool reveals that on 08/19/2025 20:51:00.000 pump error 24 was recorded. Proceeded by cutting unit open and performing a visual inspection on connectors and electronic assembly. Per visual inspection it was determined that moisture damage was noted on electronic assemblies causing electrical short. Unit also received cracked case(battery tube) and cracked battery tube threads. In conclusion, customer allegations were confirmed in the download history files. Unit powered up properly after battery installation and was tested successfully. However, during the download review pump error 24 alarm was recorded due to moisture damage on electronic assemblies. Problem isolated to electronic assembly. Customer concerns of damage to the belt clip rails and battery compartment were confirmed when a cracked battery tube, cracked case, cracked corner of belt clip rails, cracked battery threads, and broken belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.